Event description:
It was reported a stroke occurred. A left atrial appendage closure (laac) procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged following the procedure. At an unspecified time after the laac procedure, the patient experienced multiple strokes. On (B)(6) 2026, the patient presented to a different facility than the original implanting facility for closure of a 3mm leak that had been identified. The physician had suspected it was a thrombo-embolic stroke; however, no thrombus was noted. A vascular plug was successfully placed without device or patient related complications. The patient was discharged.